Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned once the sheath and dilator was flushed and inserted into the sheath. When attempt was made to backload the wire into the tip of the dilator, the physician noted that the tip of the dilator was not smooth. Upon inspection, dilator tip was not fully patent. Thus, the device was replaced, and the procedure was completed successfully. No patient was complicated. It was further reported that no damage or issue was noted on the package and the device was in fully intact. As per the physician, the tip of the dilator was not trimmed properly, excess plastic was noted and the tip was bulbous. The dilator tip had enough of a patent lumen to flush. However, the wire could not be loaded. The issue was not due to user handling.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned once the sheath and dilator was flushed and inserted into the sheath. When attempt was made to backload the wire inro the tip of the dilator, the physician noted that the tip of the dilator was not smooth. Upon inspection, dilator tip was not fully patent. Thus, the device was replaced, and the procedure was completed successfully. No patient was complicated. The device was received for analysis. It was further reported that no damage or issue was noted on the package and the device was in fully intact. As per the physician, the tip of the dilator was not trimmed properly, excess plastic was noted and the tip was bulbous. The dilator tip had enough of a patent lumen to flush. However, the wire could not be loaded. The issue was not due to user handling.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. The dilator was returned with the dilator still inserted. The dilator was removed to continue investigating. Initial inspection of the returned device observed damage near the dilator tip. Microscopic inspection of the sheath showed that the dilator tip was damaged. Damage to the dilator tip was likely due to the insertion of the dilator into the sheath. The insertion of the native dilator and guidewire was unsuccessful due to the damaged distal tip.